Event description:
Complaint received reporting one 52509-13 opti q catheter was found to be "knotted distal to the pa coil". It was reported, "following pt transport from surgery to micu, x-ray was taken on pt and a knot was verified in catheter tip. Knot was removed by pa using a guidewire..." There were no reported adverse consequences. During the procedure, the catheter functioned as intended with no adverse impact to the procedure. The involved 52509-13 device was not returned to the MFR for analysis and investigation. A two year review of the complaint database for this list number/similar issue did not identify any additional reports or investigations identifying a manufacturing defect/non-conformance. Exact cause of the reported incident is unknown.